Event description:
The hosp reported that during preparation for multiple coronary artery bypass graft surgeries, five hearstring seals cracked while loading the seals into the delivery tube. Replacement heartstring seal was used to complete for procedure. No complications to the pt were reported by the hosp.